Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event and was reported to be vomiting. The treatment included unspecified intravenous antibiotics (dosage and frequency not reported) and fortaz (1g intraperitoneally with last fill and 125mg/l for other bags with frequency not reported) for peritonitis. The cause of the peritonitis was unknown. The patient was reported to be recovering from the reported event. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd895029 and gd894725 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).